Manufacturer narrative:
The baxter technician found the head cylinder needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records showed baxter did not performed any preventative maintenance on thisbed. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head cylinder to resolve the reported event. Based on this information, no further action is required.

Event description:
A nurse contacted technical service to report that totalcare bariatric capital head was not going up. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.